Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported line was inserted on the (B)(6) 2024 by the vascular access team on the ward. Cut to 46cm, external 4cm. Serura cath in situ. Inserted in right brachial vein. PICC was being flushed, fluid leaked at which point the patient asked for the PICC to be removed. After removal and upon investigating the PICC, staff found a fracture. No other information was provided.

Event description:
It was reported line was inserted on the (B)(6) 2024 by the vascular access team on the ward. Cut to 46cm, external 4cm. Serura cath in situ. Inserted in right brachial vein. PICC was being flushed, fluid leaked at which point the patient asked for the PICC to be removed. After removal and upon investigating the PICC, staff found a fracture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter with a needleless injection cap. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed between the 8cm and 9cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.